Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited low pace impedance measurements remaining within normal range. This patient was having an in floor check performed at the hospital. Technical services (ts) reviewed the presenting electrogram (egm) noting it appeared that there was rv loss of capture (loc) and the threshold measurements were low. The most recent rythmiq episode in the logbook also showed loc. Ts recommended evaluating thresholds and adjusting output. This rv lead remains in service. No adverse patient effects were reported.